Event description:
It was reported that the pump shut down whenever an alert or alarm sounded. There was no adverse impact to the customer's blood glucose level. The customer turned off the pump's volume to prevent the issue, powered the pump back on, and resumed insulin therapy.